Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. Access was obtained through the femoral artery. The 100% stenotic, de novo lesion was located in the severely tortuous and severely calcified right coronary artery. The 2.75x15mm apex balloon was advanced to the lesion and on an unspecified inflation, the balloon was inflated to 12atms and ruptured. The device was removed intact. The procedure was completed with another 2.75x15mm apex balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).